Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem as well was foreign material present in the tube have been confirmed. Corrosion was found on the electrical contacts of the scope connector, causing the reported error message, and a pinhole was found on the tube in addition to the foreign material. The scope connector¿s cover unit also had corrosion due to water leakage. The insertion section¿s angle wire, image guide protector, distal end, bending tube, and light guide bundle were found to have damage/deformation. The control section¿s control unit and plate were found to be sticky from water leakage. The universal cord was found to be dented and sticky. The plate of the control section was also found to be sticky. The scope connector had corrosion due to water leakage as well. This investigation is ongoing, and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for no image and an e315, ¿unsupported scope,¿ error message coming from their evis lucera elite bronchovideoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the tube. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Corrosion was found on the electrical contacts of the scope connector, causing the reported error. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was not cleaned, disinfected, and sterilized before it was returned to olympus. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 09/dec/2022. This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device evaluation found the plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.